Event description:
Pt revised for loose femoral/tibia components at cement/implant and cement/bone mantles, osteolysis and polyethylene wear.

Manufacturer narrative:
Examination of the submitted tibial insert found unanticipated wear for a polyethylene knee device implanted for two months. The accelerated wear is attributed to third body debris being introduced into the joint space. The noted debris is likely associated with the fractured femoral stem. No evidence was found suggesting tibial insert product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.